Event description:
The customer stated, she was hospitalized for high blood glucose. The reported blood glucose reading was 300 mg/dl during the call. The customer stated she changed the infusion set prior to the hospitalization, but she did not monitor her blood glucose levels all day and later that evening, she discovered she had high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime test and the programming was correct. The tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.